Manufacturer narrative:
Concomitant medical products. Model: 5076-45, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads displayed oversensing with pocket manipulation during an in-office follow-up visit. Both leads were capped and replaced. No patient complications have been reported as a result of this event.